Event description:
It was reported that during a laparoscopic colon procedure, the opinion was that the clips came out too slowyl; clip form was corrected. No pt consequences. Case completed with same like device.